Manufacturer narrative:
Submit date: 03/10/2015. An investigation is currently underway, upon completion the results will be forwarded.attempts have been made to obtain additional information. If addition pertinent information is provided, a follow up will be submitted.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause could be due to the needle bending during hub insertion. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for issues and tested for functionality. All lots of needle tubing are tested for breakage per international standard certification. A corrective action will not be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a hypodermic needle. The customer reports needles are breaking and falling apart.